Event description:
It was reported that the customer had a button error on the insulin pump. Customer's wife stated that the customer had been giving himself insulin shots. Customer works in construction and tends to use the act button more often than a normal person does. Pump was not dropped. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.